Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a reverse shoulder arthroplasty with the comprehensive system, the patient had posterior wear of the glenoid and required an augmented reverse base plate. While the surgeon was trying to prepare for the augment, the instrumentation for reaming out for the augment inhibited him from successfully reaming for a posterior defect. It was stated that because of the instrumentation design, a fracture of the anterior aspect of the glenoid occurred. This changed the course of the case and the surgeon was no longer able to utilize a reverse augmented base plate and had to go to a hemi arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.